Event description:
The customer reported that while running immunosuppressant assays on a mass spectrometer, they entered a sample list file that had errors. After the run was started, the customer corrected the errors on the sample list, but did not restart the batch run as required. Subsequently, incorrect results were reported to physicians. As reported by the customer, one physician contacted the lab and questioned the results. This physician did not use the results for diagnostic purposes. The customer re-ran all the samples tested in the suspect batch, and submitted corrected results to all affected physicians within three or four hrs after the incorrect results were reported. The customer has not received any reports of adverse pt health consequences as a result of this issue.

Manufacturer narrative:
The investigation of the event by waters' technical support and the customer determined that the incorrect results were caused by alterations made to the sample list during the run of immunosuppressant sample set using masslynx software. The customer requested and received clarification from waters on how to correctly alter a sample list during the run. Further review of the issue by a waters (B)(4) and a waters (B)(4) determined that the masslynx software operated as designed. Appropriate f/u action will be taken if required. If additional info becomes available, a supplemental report will be filed.